Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that stents were falling out of the patients.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "material too soft or pigtails not formed properly". The lot number is unknown therefore the device history record could not be reviewed. The product family is unknown therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the ureteral stents labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that stents were falling out of the patients.